Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned ruler confirms the sleeve cap fractured into two pieces. Both pieces were returned for evaluation with the ruler. The device exhibits signs of significant use and wear. A review of complaint history did not reveal additional complaints for the listed batch. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Reference number: (B)(4).

Event description:
It was reported that, during an internal fixation surgery (nail procedure), a ruler was broken and no longer functioning, due to normal wear and tear. Surgery was completed with a backup device. No delay. No harm to the patient reported. All pieces were recovered successfully.